Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pulse generator upgrade procedure. It was noted that the right ventricular lead exhibited chronically low sensing prior to the procedure. The physician was not concerned with this anomaly. Upon opening the implant pocket, the physician noticed the right ventricular lead had an insulation breach. The lead impedance, sensing, and threshold were stable with no indication of an insulation breach. The physician repaired the lead with a lead repair kit. The procedure was completed with no further incident. The patient's condition was stable throughout the event.